Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unk date, the pt complained of pain, and a computed tomography scan reportedly showed 7 cm proximal migration of the excluder device with an aneurysm enlargement f an unk amount. It was reported the cause of the migration is unk. On (B)(6) 2013, an intervention was performed to treat the proximal migration whereby two additional devices were implanted. The pt tolerated the procedure.